Event description:
It was reported that during implant attempt, the physician was unable to insert the catheter into the lead. The catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned, analyzed and the catheter was found to be kinked. It was also noted that there was blood present on the catheter. Visual analysis indicated that there was damage at implant and that the catheter shaft was kinked at 3 cm from the tip.